Event description:
It was reported that the battery seems to be depleting more rapidly than expected. A significant decrease in voltage was observed since last checked. Patient will continue to be monitored weekly via remote. The device will be changed out when it reach eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.